Event description:
It was reported that the pt was scheduled to have mesh explanted in 2007. Mesh was implanted in 2002 to repair ventral hernia.

Manufacturer narrative:
There was no prod returned for eval. Therefore, no conclusion can be drawn.